Event description:
The event occurred in (B)(6). When deploying the stent, the physician unlocked both the system and final deployment locks. The physician mentioned that he sent deployed long (approx 60mm long). When the physician began the final release of the stent, he could not release the stent because he had already closed the final deployment lock. The catheter was observed to be caught between the stent and the catheter in the popliteal. The physician attempted to retrieve the tip with a snare; however, the tip was caught perpendicular to the vessel. The tip subsequently moved down stream and became jailed to the wall of the tibials. Blood flow was maintained and no further intervention was taken. The physician indicated that he did not correctly follow the IFU in regards to unlocking and locking the thumbside.

Manufacturer narrative:
Per 21 cfr 820.198 (3) (c) and idev's in-house complaint handling procedures, "an investigation is not necessary if an investigation has already been performed for a similar complaint and the cause of the event is known." The physician did not correctly follow the IFU when deploying the stent and removing the delivery system following. The physician has been re-trained on using the device. This is a known issue and a CAPA to correct that this was implemented and a 510(k) to make a modification to the tip assembly is pending clearance (ref. (B)(4)).